Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis. The mother would like to know if the insulin pump is working properly after the device was exposed to x-ray. Advised the caller to check for correct time, date, basal rates, bolus wizard settings, and alarms. Instructed the caller to run a self test and call us back if further troubleshooting is needed. No further information was provided.